Event description:
Complainant experienced inflation difficulties based on the report of three (3) fms that they were unable to inflate the balloon once in the rectum, so the device was removed each time and a new device was inserted. It reported that "three (3) fms kits experienced inflation difficulties."

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that "clinicians are well aware there is additional resistance with the control product versus the signal. These 3 devices were almost impossible to inflate, extreme force to inflate. Devices were used with the patients but there was clearly an issue with the control valve with these 3 kits." Device description references "three (3) fms kits experienced inflation difficulties" therefore; a separate 3500a form has been completed for the other two cases under patient identifier #: (B)(6) and MFR. Reports #: 2243969-2014-00196 and 00197 respectively. No additional patient/events details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.